Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-05701. Reference MFR. Report#: 1627487-2019-05703. It was reported the patient experienced ineffective therapy from the scs system following an automobile accident. As such, the patient underwent surgical intervention wherein the system was removed.